Event description:
A pateint reported experiencing inaccurate low results with a fasttake meter. The patient's blood glucose results were 123mg/dl vs. Lab result of 152mg/dl. Tests were done within 5 minutes with a difference of 24%. Patient did not experience any adverse events. No further information has been reported.